Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500 mg/dl range. Ketone level was high. Correction bolus was delivered to address bg. Cause of elevated bg was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.